Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection caused by septic arthritis from the spine that traveled throughout the lower extremities of her body. The patient received a cement spacer. The infection was discovered during the purulent drainage from the lateral aspect of the ankle.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - h6 (results code and conclusion code). The reported event could be confirmed, based on available information and medical expert opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed "implant removed due to hematogenic infection (bacteria from another infection site in the body carried by the bloodstream to the implant). This is a patient related issue, no a device related issue." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by hematogenic infection. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection caused by septic arthritis from the spine that traveled throughout the lower extremities of her body. The patient received a cement spacer. The infection was discovered during the purulent drainage from the lateral aspect of the ankle.